Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when inserting the dilator, it was improperly perforated at the hub causing a lot of tension and tightness around the catheter. The physician was unable to advance the catheter through the hub. The sheath was replaced the issue was resolved, and the procedure was continued. No patient consequences were reported. The physician noticed that if the catheter was not inside the sheath, it would have leaked profusely. The vizigo was still used throughout the procedure. The hemostatic valve appeared normal. The hemostatic valve was not dislodged inside the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was being used on the patient. There was no damage of caused by the resistance. There was no occlusion when irrigating the sheath. There were no material obstructions noted. Air did not enter the patient's body. No blood loss reported. Resistance with sheath is not MDR-reportable. Broken hub is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received photographs of the complaint device. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-may-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed (along with the photo analysis as well). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when inserting the dilator, it was improperly perforated at the hub causing a lot of tension and tightness around the catheter. The physician was unable to advance the catheter through the hub. The sheath was replaced the issue was resolved, and the procedure was continued. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, no damages were observed on the hub of the vizigo sheath. The inability to advance the catheter through the vizigo sheath could not be confirmed based on the photo. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no anomalies or damage on the hub of the device. Although, there was no dilator return, a good known lab dilator was used, and no resistance was felt during the analysis. Device history record was performed for the finished device 60000086 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).